Event description:
Vns programming history was received and reviewed by the manufacturer. High lead impedance with diagnostics testing has been occurring since at least (B)(6) 2012. The last normal diagnostics results were on (B)(6) 2011.

Manufacturer narrative:
Date of event, corrected data: the correct event date for the high lead impedance per the vns programming history is (B)(6) 2012.

Event description:
It was reported by a nurse that high impedance was received at a follow-up appointment during both normal and system diagnostics. The patient nurse was advised to refer the patient for x-rays and to program the patient's generator off. No patient manipulation or trauma was reported to have contributed to the reported high lead impedance. At the moment, attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.